Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, there was no image from the device due to a faulty cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the subject device following a procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred because communication failure occurred due to faulty cable. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.